Manufacturer narrative:
Patient information was unavailable from the site at time of this report, however, has been requested. Software investigation not completed at this time. A medtronic representative at the site checked-out the system and found the system to be functional and working well. There were no further issues reported.

Event description:
A medtronic ent representative reported that, while in a frontal endoscopic sinus surgery (fess), the system crosshairs went red even though they had green status on the instruments. They were navigating the straight suction. Prior to calling, they tried a new instrument tracker, no change. Trouble-shooting and re-starting the software provided no results. The surgeon opted to complete the procedure without the use of the fusion navigation system. There was no impact on patient outcome.